Event description:
The patient's sister reported that following a refill session, the patient experienced pain, vomiting, diarrhea, nausea, and fatigue. The patient was admitted to the hospital. The sister stated the patient had been sick for months.